Event description:
It was reported that a customer experienced no flow through a small volume infusor. This occurred during infusion with an unspecified drug. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation was completed to investigate the reported issue. A visual inspection was performed and revealed no flow coming out of the distal luer when the luer cap was removed. Flow testing was performed on the device and no flow was observed. Therefore, the reported issue was verified through sample evaluation. The cause of the condition was determined to be due to crystallized drug blocking the fluid path inside the flow restrictor housing. This issue is currently being addressed through a CAPA. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.